Manufacturer narrative:
The insulin pump was received with loose drive support disk, cracked display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, missing end cap sticker and missing address number label. The pump was received without original battery cap. (B)(4).

Event description:
The customer reported via phone call of a broken insulin pump. The customer's blood glucose reading was 353 mg/dl. The customer stated that the drive support cap appeared to be falling apart. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.